Manufacturer narrative:
Alleged failure: suction key sticks open and loses pneumothorax the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be shipping damage, or excessive twisting force applied to the button. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.